Manufacturer narrative:
The pre-repair temperature tests couldn't be performed as the handpiece wouldn't run. The evaluation found the seals, bearings ,and motor corroded due to dried saline and the cable had failed the earth resistance test. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported "temperature increase and it stops working". There were no injuries reported as a result of this event.